Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout when shaking universal cord. Multiple indentations on the insertion tube. Severe chipped light guide fibers glass. Component failure of the universal cord. Component failure of the outer tube. Component failure of the distal end cover glass. The switch wire inside the control body has pinch marks. Component failure of the main body. Stain on the fiber cone. Component failure of the electronical component. Corrosion of universal cord. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image flickering during use was not detected during inspection. The causes of the malfunctions identified during investigation were due to a component failure of the device due to excessive force and overall degradation of the device due to wear and tear, olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout when shaking universal cord. Component failure of the electronical component. Component failure of the universal cord. Multiple indentations on the insertion tube. Component failure of the outer tube. Severe chipped light guide fibers glass. Component failure of the distal end cover glass. The switch wire inside the control body has pinch marks. Worn handle. Component failure of the main body. Stain on the fiber cone. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the problem reported was not detected. For the additional findings the cause of the blackout was a component failure of the electrical components, the indentations on the outer tube were due to a component failure of it, the chipped lightguide fibers was due to a failure of the cover glass and the worn handle was due to failure of the main body, in conclusion all these issues could be related to the overall degradation of the device due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope experienced an image flickering during use while reprocessing. There were no reports of patient involvement.